Event description:
It was reported that a balloon issue occurred. A 3.50 mm x 8 mm nc emerge was selected for treatment of the target lesion. During the procedure, it was discovered that the balloon of the device had broken. The procedure was completed with an alternate device and there were no patient complications.